Event description:
Caller called to report that the aligner would not fit properly over front and lower teeth. That there is a 1/8 inch gap between the aligner and teeth. Reports that he is at the end of scheduled usage and his teeth did not align. Reporter has attempted to contact smile direct and was told that someone would return his call in two to five days; he has not yet received a call back from them.